Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed a system notice indicating that the refrigerant level was too low to continue (#50013) on the date of the case. Visual inspection of the mapping catheter showed that the shaft was broken. In conclusion, the mapping catheter failed the return product inspection test due to broken shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was broken, and replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. On 2018-05-25, the catheter was returned to the manufacturer, analyzed, and tested out of specification.